Manufacturer narrative:
The technician isolated the issue to the gas springs. He replaced both head gas springs to repair the bed.

Event description:
Info rec'd indicates the head of the stretcher will not stay in the lowered position.